Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had failed the plunger force accuracy test due to force sensor assembly. The tech support recommended returning the module to the factory due to the possible causes when fails plunger calibration and accuracy test need the replacement of the force sensor board, housing assembly and logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failed plunger force accuracy test. There was no patient involvement.